Event description:
It was reported that there was a possible damage to the lead during a surgical procedure. Additional information was requested and if received, a supplemental report will be sent.

Manufacturer narrative:
Product ID: 7495lz10, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer. Patient product ID: 3887-33, lot# j0337546v, implanted: (B)(6) 2003, product type: lead. (B)(4).